Manufacturer narrative:
The investigation determined that (B)(6) vitros hbsag results were obtained from a single patient sample while using a vitros hbsag reagent lot on a vitros 3600 immunodiagnostics system. The most likely assignable cause was a sample related issue as the results were reproducible on the vitros system. As no information was provided, pre-analytical sample handling cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. In addition, the presence of (B)(6) that is not detected by the vitros hbsag assay cannot be ruled out as contributing to the event. There was no evidence to suggest that the vitros hbsag reagent or vitros 3600 instrument malfunctioned.

Event description:
The customer obtained (B)(6) vitros hbsag results from a single patient sample tested on a vitros hbsag reagent lot using a vitros 3600 immunodiagnostics system when compared to a non-vitros method. Patient 1: (B)(6) vs. (B)(6) non-vitros result. Biased results of the magnitude and direction observed may lead to inappropriate physician action if undetected. The (B)(6) results were not reported outside of the laboratory and there was no report of patient harm as a result of this event. (B)(4).